Manufacturer narrative:
(B)(4). Reported event of "stent kinked." The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in the pancreatic duct of a patient on (B)(6) 2015 as part of the (B)(6) study. On (B)(6) 2015, the patient underwent the study stent placement procedure. An intraprocedural pancreatogram was recorded just before stent placement. A prior biliary and pancreatic sphincterotomy had been performed. The pancreatic duct was dilated 4mm and the stent is intended to be indwell for more than 8 weeks. During the stent placement, a 9 cm 7 fr straight with leading barbs advanix stent with lot number 18134488 was placed in a satisfactory manner. Overall ease of placement was poor, stent pushability was very poor and visualized fluoroscopically was good. According to the complainant, during procedure, it was noticed that the study stent was kinked however it was placed successfully.